Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for longer than 48 hours with humalog insulin. Tandem technical support (cts) informed customer that wearing the pump supplies for longer than 48 hours with humalog insulin, is off label per the user guide. The customer went to the emergency room and was subsequently admitted into the intensive care unit with a blood glucose level of 600 mg/dl and high ketones. The customer attempted to address the elevated (bg) by changing the pump supplies and a delivering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.